Event description:
Nurse was checking vital signs on patient and noticed the philips vs4 monitor reading patient's pulse at >200 with visible svt (supraventricular tachycardia) on screen. Nurse then checked pulse manually for one minute by hand and verified normal pulse rate. Nurse then tried new probe on philips machine, with the same results of a high heart rate (hr) reading. Nurse reported she was unable to trust monitor for accurate readings of hr and spo2. This has been going on for several months, with different machines. We have tested the units in clinical engineering with varying results. In some instances when the machine is turned off it resets and the problem goes away only to fail at another time. We have even experienced issues with the philips monitor being un-hooked from a patient and still giving a reading of 250 bpm heart rate and spo2 of 86% oxygen saturation. The monitor had a perfect wave length like it was reading a real person. We have been working with philips on this issue but have not received any reason why this is happening. At one point one of our biomed staff was working with a philips nurse educator and the educator also observed the phenomenon. We have also sent a device back to philips to be evaluated and have not received a solution to the problem. This has become a patient safety issue in that the staff in general does not trust the monitors because of false alarms.